Event description:
Additional information was received from the healthcare professional (hcp). It was the patient had a loss of therapy, discussing their inability to charge, replacement battery to be scheduled. No further complications noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the therapy was turning itself off. It had happened 3 times since ¿probably october¿. They patient stated they would notice it was off when they had an increase I pain and were unable to determine exactly when the ins was turn off as ¿it happened gradually¿. The patient stated they had a fall ¿a few months ago¿ but confirmed the stimulation turning off began at a different time. They stated when they notice the stimulation is off they use their patient programmer (pp) to turn it back on, stating they did not confirm therapy status but rather used the stimulation on button to sync with the ins. They confirmed the stimulation would turn on when the stimulation on button was pressed. They also mentioned they rarely adjusted therapy and they let the pp turn itself off so they did not accidentally hit stimulation off. When asked, the patient did not believe the ins used adaptive stimulation. They confirmed they do feel positional stimulation changes which were normal for them. No actions were taken. The event is ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that on (B)(6) 2019 the patient met with a manufacturer representative (rep) who believed the device was not being charged enough. The patient was instructed to call if it happened again. The event was due to patient non-compliance. It was resolved without sequelae. No patient complications were reported as a result of this event.